Event description:
The facility reported an infusion pump with failure code 570. It was not specified if the failure rep stated that no pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.